Event description:
It was reported that patient underwent a procedure utilizing artificial ligament fixation devices on (B)(6) 2010. During the procedure, two devices fractured and could not be used. There was another device available to complete the procedure, but a delay of one hour occurred.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, #2 states, "bending or fracture of the implant". This report submitted (B)(6) 2010.